Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported to a nurse that a buried bumper was diagnosed on an unknown date. On (B)(6) 2021, the patient underwent a procedure for a new placement of the peg and j tubes. The old tubing will be explanted separately on an unknown date.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062941. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.